Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient ¿had hemiplegia in postop¿ as of four days prior to report. It was further reported that at the time of report ¿he recovered, but still had difficulty in his hand.¿ the patient¿s hcp ¿thought that it was like a dystonia.¿ the hcp performed a lumbar puncture on the patient and noted ¿there was some blood.¿ the hcp ¿didn¿t know if the issue was related to the procedure (bleeding) or to the stimulation perioperative or postoperative (post-critical symptoms after an epilepsy).¿ while the patient was ¿going better¿ at the time of report, the patient¿s stimulation was to be turned off for 15 days in order to troubleshoot the issue. It was later reported that the week prior to (B)(6) 2016 the ¿patient experienced a facial paralysis.¿ it was stated that as of (B)(6) 2016 the hcp ¿thought that it could be an ait (transitory ischemia accident) but it could be a post critical symptom (due to a perioperative stimulation.¿ the patient¿s system remained off at that time. It was noted the patient was implanted with an implantable neurostimulator (ins) and four leads in order to receive motor cortex stimulation for upper limb pain. It was noted there were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Event description:
Additional information stated the patient¿s hcp ¿thought that the patient had done an ait¿ and that ¿there was no link with the motor cortex stimulation (the ins was still off)¿ or with the devices or procedures. It was noted ¿the patient was getting better¿ at the time of follow-up.

Manufacturer narrative:
Correction: upon further review, (B)(4) has been removed from this report at this time due to the previous report that the ¿ait¿ was not linked to the stimulation, device, or procedure.